Event description:
It was reported that the pt had developed an abscess, on his back a few months ago; it was evaluated by the hcp and the pt received treatment with an antibiotic. At follow-up one month later, the physician drained the abscess; pus or purulent discharge was noted and cultures were obtained. The pt was admitted to the hospital for evaluation. There was reported skin erosion with exposure of the lead device implanted under the infected area. The pt underwent total system explant and remained in the intensive care unit for four days to receive IV antibiotic therapy. He was discharged to home and received additional treatment from IV antibiotics and saline solution. Several blood cultures were obtained in this timeframe, and the infection had resolved. The causative organism was not identified but the pt indicated a bacterial infection. Review of device registration does not indicate the date of system removal. The pt had indicated that placement of a new stimulator system was unlikely for financial reasons. Additional info has been requested from the physician.

Manufacturer narrative:
.